Event description:
(B)(4). Migraines, chronic inflammation of all body parts, chronic fatigue, repeated yeast infections, fogginess, bloating to the point of looking 8 months pregnant, weight gain in a small amount of time and no way to lose it, change in behavior ie: moody, anxiety, depression, frequent menstrual periods during the month or just continued periods for 35 days at a time, rls, rash with itch.